Event description:
Litigation alleges that the patient suffers from pain, discomfort, immobility, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. It is also alleged that the patient suffers from infection and loosening. Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot provided. The correct dor has been provided. Revision operative notes confirmed infection. All products have now been reported. There was no indicate of loosening, as previously reported. There is no new additional information that would affect the exiting MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.